Event description:
The hill-rom field technician found that the right head siderail would not latch on this bed. He replaced the latch and associated hardware to resolve the issue. There were no reported adverse events associated with this product problem.